Manufacturer narrative:
The subject device was returned olympus for inspection. With the normal camera head, the failure reproduced. When the video connector of the subject device was inspected, the corrosion was found on it, and the failure of the electrical contact was detected. According the information from the facility, the video connector of the camera head was wet when it was connected to the connector of the subject device. According to the information above, the abnormal image was produced because of the improper handling of the video connector of the camera head to the subject device while the connector was wet and because of the corrosion of the video connector of the subject device. The otv-s7pro instruction manual already states; make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center (see figure 4.2). Wet equipment could cause the image to flicker or disappear. In case of instrument failure or malfunction, always keep another video system center in the room ready for use. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that che subject device produced no image during the preparation. In the preparation, the facility called olympus because of no image, and according to the suggestion of olympus, reconnected the video-connector of the camera head to the subject device. After that, the image changed from color bar to normal image, but the image disappeared again when the angle of the connector changed. The facility had considered before the procedure that the procedure had been seemed to be difficult to complete with laparoscopic surgery. The facility decided to change to abdominal open surgery, and started it. The procedure completed without problem. According to the doctor of the facility, the possibility to complete the procedure with laparoscopic surgery had been low, and he did not think the failure of the subject device caused the change from laparoscopic surgery to abdominal open surgery.